Event description:
It was reported that "revised because cup position was incorrect, did not have enough antiversion. Was dislocated."

Manufacturer narrative:
An evaluation of the reported device cannot be performed, as the device was not returned to the manufacturer. The hospital did not return the revised device. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.